Event description:
Customer reported the system will not connect properly and having trouble with cine runs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. Ge rep could not duplicate the cine issue, and found the problem with the footswitch was caused by the customer pulling the system by the footswitch. System operates as intended.